Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that a leak was noticed 4 days after placement just below the hub where the catheter is joined. The uvc was not replaced and the patient status is fine.